Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer stated that their insulin pump would not go to threshold suspend mode and wants to know why. The patient's blood glucose level was at 56 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with checking the sensor glucose and blood glucose. The customer was assisted with reprogramming the insulin pump. The customer's settings were changed the sensor glucose to the appropriate amount that the customer desires. The customer was informed if the pump does not act properly then the pump can be replaced. No further information was provided.